Event description:
Event reported in response to hospital's medwatch submission to FDA. Customer reports: "the pump tubing did not function properly on two separate pumps. It appears the sensor was not sensing the flow. Flow was very fast." Follow up with customer in 2006, indicate no pt injury or the need of medical intervention to treat any condition as a result of this event. Hosp will not release tubing for eval. This device is used for treatment.

Manufacturer narrative:
Hosp could not release device for eval and DHR revealed nothing relevant to this event. The customer stated the pump tubing was tested on two separate pumps. The tubing set should not be disconnected and reconnected under any circumstances. Product dfu clearly states: "do not disconnect the sensor line unless the tubing set is to be discarded. The pressure sensor calibration may become inaccurate if reconnected. If the sensor line becomes disconnected for any reason, discard the tubing set." The cause of this event was most likely attributed to misuse.